Event description:
Complainant alleged that when the medic was administering a shock (joule setting unknown) to a male pt (age unknown), as he was being transported from the prison to the facility, the device appeared to arc at the paddles and the pt rec'd a burn. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt was "pretty far gone when he left the prison."